Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe s2 ns 20ml has been found containing foreign matter before use the following has been provided by the initial reporter: there are some small plastic pieces in the syringe.

Manufacturer narrative:
H.6 investigation summary: bd has been provided with photos and a sample for catalog 301210 lot 9148820 to investigate for this record. Visual evaluation of the sample shows that the white particles inside the syringe were composed of lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned ¿particles¿ consist of accumulation of ¿slip agent¿ which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent (primary amide lubricant) is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment tests have been performed and all results passed. It is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection, no corrective actions are required at this time.

Event description:
It has been reported that the bd¿ syringe s2 ns 20ml has been found containing foreign matter before use. The following has been provided by the initial reporter: there are some small plastic pieces in the syringe.